Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 2.0-40 non-boston scientific device. There were no patient complications nor injuries reported and the patient condition was good.